Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had error message displayed. The issue occurred during an unspecified therapeutic procedure, which was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the camera head had error message displayed. The issue occurred during an unspecified therapeutic procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed; no failure was detected. In addition, the following additional malfunctions were identified during the device evaluation: strike marks on electrical contacts, peeling of cable sheathing. A definitive root cause could not be identified. Based on the results of the investigation, the reported failure mode could not be observed or reproduced. Olympus will continue to monitor field performance for this device.